Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist dialed into the server and identified that the station's last upload and download occurred 8 days prior. Then dialed into the station, after reviewing the synchronization log files, identified a sql error in the logs, the station failed during the query and datasync_debug logs indicate no variation in change tracking version. The tss initiated full synchronization as per troubleshooting steps. Encountered an error during the synchronization process, which was successfully resolved by performing a reindex. After full synchronization completion, navigated to application server and verified that the station's last download, last upload, and last publish timestamps reflect the current date, confirming successful synchronization. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the device was not communicating. The customer stated that the reported issue was due to database synchronization failure preventing the server from communicating with the devices. However, there were no delay or adverse events or injuries reported based on this event.